Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a-rubber glue was cracked and non-olympus, the distal end plastic cover was dented, the objective lens and light guide lens were chipped and with their glue peeling. A root cause could not be identified. Based on the results of the investigation, the most probable caused for reportable malfunction is stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.